Event description:
The sterile packaging for the esmark looks compromised. Both ends of the packaging has a yellow discoloration. Questioning if the product is sterile. Product never opened onto the sterile field we have come across several of this product, all from the same lot #. We are not using until get clarification from the company, an email was sent to leader, who then emailed medline. Email sent [redacted].